Event description:
A newspaper article reported on the death of a patient after stomach reduction surgery. According to the report, the patient's family member was told the patient had suffered a heart attack. The event reportedly occurred three days after surgery. Information obtained from a company representative confirmed that the surgery involved implantation of a lap band system. The physician reportedly stated that the death was not in any way caused by the lap band. Due to the serious nature of the event, this incident is being reported as the co's approached to compliance is to resolve all doubt in favor of reporting.